Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: catheter (B)(4).

Event description:
It was reported that following a catheter revision, an infection occurred and the entire system was explanted. The infection onset was stated to be (B)(6)-2015 at the device pocket, catheter track, and lumbar region. The patient experienced fever, redness, drainage, incisional wound opening. The lumbar region and cerebrospinal fluid (csf) were cultured; pseudomonas was found. Perioperative antibiotics were administered. The patient was treated with intravenous antibiotics. Since the catheter was just replaced and the patient was on oral baclofen, it was planned to continue the oral medication (10mg). No catheter segments were left in the intrathecal space. The patient's status at the time of the event was stated to be alive with no injury. The patient outcome was stated to be ongoing, as the infection was resolving. The patient was prescribed cefepime for 28 days. It was noted that the patient had the risk factor of post-operative wound or skin contamination prior to implant. It was stated that the system would be replaced in the future. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.